Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. This caused a loose cable at the distal end. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance analyst. The following additional information was provided: the image depicts a defective cable. The 8mm medium-large clip applier instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the site's clinical sales representative (csr) and obtained the images of reported instrument.